Manufacturer narrative:
The unit passed displacement test and self test. There was no frozen screen noted during testing. All buttons functioning properly. There was no damage on keypad traces noted. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the screen on the customer's insulin pump was frozen and the buttons were not responding. The customer's blood glucose was 183 mg/dl. The customer was advised to remove battery for 5 minutes and reinsert a new battery. The insulin pump was still frozen with no advancing of time. The customer stated the insulin pump did not alarm after a new battery was inserted and not all of the buttons were responding. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).